Event description:
Consumer complaint of high blood results. Back to back test results during call were 252 mg/dl, 522 mg/dl. No adverse event reported.

Manufacturer narrative:
Product not yet returned for eval. (B)(4).